Event description:
Reportedly during use of a trek balloon catheter to treat an unknown stent with 70% in-stent restenosis in the mid left anterior descending artery described as narrow and concentric, the balloon ruptured at 6 atmospheres during the first inflation. There was no resistance during advancement. The device was withdrawn without further incident and the procedure was completed using another trek of the same size. There were no adverse patient effects and a clinically significant delay in procedure was not reported. The device was reportedly not soaked prior to use; however, it was flushed outside of the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: incorrect prep. An analysis of the returned device and scanning electron microscopy analysis confirmed the reported balloon rupture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that the preparation for use section of the rx trek/mini trek instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.